Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pulse generator exhibited oversensing of far r-wave on the atrial channel resulted in inappropriate mode switch episodes. The patient had no adverse consequences.